Event description:
Olympus was informed the users reported a strong burning odor originating from the cart during an unidentified lower gi procedure, after which the fuse blew and the equipment on the cart powered down. The pt was transferred to another room to complete the procedure. There was no harm to pt or users.

Manufacturer narrative:
Olympus followed up with the facility and was informed that the biomedical engineer at the facility inspected the fuse holders and found no evidence of a high temperature event. The biomedical engineer also tried replacing the fuses, but they reportedly opened immediately after the cart was powered on again. There was no damage reported to the equipment connected to the cart. The facility is reportedly considering ordering a replacement transformer. The wm-wp1 cart was not returned to olympus for eval, therefore the exact cause of the reported complaint could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.